Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that when the surgeon did their final turn of the screw into cortical bone, the head of the ar-8933-20 screw popped off.